Event description:
It was reported that insulin would not flow when priming with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported prior to injection stated, no insulin flow when priming.

Manufacturer narrative:
H.6. Investigation: customer returned (20) open 4mm, 32g pen needles without the tear drop label or inner shield with part of the shelf carton from lot # 9317861. Customer states that the patient end of pen needle bent prior to injection and stated, no insulin flow when priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. All returned pen needles were tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). All tested within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bending patient end of the cannula) user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin would not flow when priming with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported prior to injection stated, no insulin flow when priming.